Manufacturer narrative:
The insulin pump passed displacement test. Device was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged. There were 4 big scratches and 15 little scratches on the screen. The customer did not know how the damaged occurred but the customer does work outside. The customer cannot read the display. The customer's blood glucose level was 182 mg/dl. The customer was advised to have the customer discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.